Event description:
Underdelivery reported. The pump was infusing d5. 45ns with 20 meq of potassium chloride at 75 ml/hr. A nurse reports that after four hours only 228 ml had infused. The expected infusion amount was 300ml. The pt did not experience any adverse effects. No further info was available.

Manufacturer narrative:
The rpted problem could not be duplicated. The frequency of death or serious injury rpts for code 103 (underdelivery) for lifecare products is approx. .73/million sets.